Event description:
Reportedly, the device reply sr (sn (B)(4)) and lead (tilda r53 / sn (B)(4)) were removed on (B)(6) 2014 due to infection.

Event description:
Reportedly, the device reply sr (sn (B)(4)) and lead (tilda r53 / sn (B)(4)) were removed on (B)(6) 2014 due to infection.

Manufacturer narrative:
(B)(4).